Event description:
It was reported that the patient had tenderness at the pump site secondary to placement. Surgical repositioning was done on (B)(6) 2013. The seriousness was noted to be mild. The event was related to the device or therapy and not related to the implant procedure. The device system was used to deliver dilaudid and bupivacaine. It was later reported that, during surgery, the healthcare provider (hcp) observed fraying at the proximal segment of the catheter. At that time, the catheter was spliced. The severity reported to be mild. The patient recovered without sequelae on the same day. It was later reported that, during surgery, a possible leak at the site of the pump connector was noted. The pump connector was replaced. The severity was reported to be mild. It was later reported that the patient recovered without sequelae on (B)(6) 2013.

Manufacturer narrative:
Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
Concomitant products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Analysis of the catheter found a procedural non-conformance of the catheter body that had damage to the transition tube. Analysis identified slight damage in the distal collet. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.